Manufacturer narrative:
According to the information provided, by the technician. During the use of the ventilator, there were issues with delivery of set volume. The issue was not reproduced, during on-site visit. The device passed, all performance tests and was returned to clinical use. No part was replaced. The device's logs were not provided for further analysis. The source of the leakage is unknown. The cause of the reported issue has not been determined.

Event description:
It was reported, that there was issue with expiratory minute volume being too low, during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).